Event description:
It was reported that a patient underwent a total hysterectomy and a pelvic floor repair procedure in 2006. Two pieces of mesh were used to complete the procedure. One end of the mesh was tied to the vaginal stump and the other end was tied to the sacrum by surgical suture. The patient experienced leakage of urine from the vagina, when she visited the hospital the next month, where she was found to have a vesicovaginal fistula, between the bladder and the vagina. Part of the mesh was also found penetrating into the bladder. The surgeon opined the possibility that the bladder wall might have avulsed during the initial operation. Re-operation was performed in 2007, to remove part of the mesh that was penetrating the bladder and to repair the fistula. The patient is in stable condition now.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products. Lot xbp006 mfg date: 2/2006. Lot xbe364 mfg date: 2/2006.